Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed a seroma wherein floseal was applied. During an unspecified fistula or graft surgery floseal was applied to treat oozing surgical bleeding. Excess floseal was irrigated away; however, some clumps that were attached to the area, were not removed. After an unspecified amount of time post-surgical, a seroma formation was observed at the incision site where floseal was used. The patient had a second planned surgical procedure, and the seroma was reportedly ¿taken care of at that time.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h10. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: c, g1, and g4. H11: should additional relevant information become available, a supplemental report will be submitted.